Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that there were unexplained power on resets observed in the black box. Battery compartment is intact; no cracks observed. Returned battery cap has stripped threads and is unable to fully attach to the pump duplicating intermittent power loss. A new test battery cap was able to tighten to the pump until resistance was met; no yellow o ring was visible. A 1.0u/hr basal program was executed in the pump for a 24 hour duration period using the new test battery cap; no power interruptions or alarms were duplicated during this time. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit was observed. A pinkish contrast was observed on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.